Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign matter was observed inside two (2) polyflux 14l dialyzers. The foreign matter was described as black in color and was observed inside the dialyzer before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, three photographs of the sample were provided for evaluation. Visual inspection of one of the provided photos showed particulate matter was visible; however, it did not show if the particulate matter was on or inside the header cap. Visual inspection of the two other photographs, only showed the label was visible. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the actual device was not returned, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.